Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of anaphylactic shock ('anaphylactic shock'), allergy to metals ('nickel allergy') and abdominal pain ('abdomen pain') in a 30-year-old female patient who had essure (batch no. He012x9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy (at 2 or 3 years of age). She wears jewelry regularly and has had extensive tattoo work on her limbs and back without sequelae. She has never had an allergy to metals or dye in the past. Previously administered products included for an unreported indication: lortab. Past adverse reactions to the above products included anaphylactic reaction with lortab. Concurrent conditions included swelling nos, rash trunk, throat irritation, pharynx irritated sensation of, rhinitis allergic, grand multiparity, anesthesia, intermittent fever, acute vaginitis and major depressive disorder. Concomitant products included escitalopram oxalate (lexapro) and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash vesicular. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and back pain ("lower pack, sharp stabbing pains"). The patient was treated with diphenhydramine hydrochloride, epinephrine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the anaphylactic shock, allergy to metals, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anaphylactic shock and back pain to be related to essure. The reporter commented: insertion details: the left tube 2 coils present the right tube 1 coils present. Patient rushed to the hospital as she had a medical reaction which was undetermined. Reason for leave: abdominal pain bleeding issues continued body was rejecting essure so she had to have an emergency tubal ligation. Removal details: pre- and post-operative diagnosis: allergic reaction to essure coils. Preoperative history: patient recently had essure sterilization implants placed. Within a week afterwards, began to have significant allergic phenomena necessitating epipens and steroids and requested removal of implants. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: hives, abdominal pain, nickel allergy. Batch no he012x9 production date 2016-07-28 expiration date 2019-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of anaphylactic shock ('anaphylactic shock'), allergy to metals ('nickel allergy') and abdominal pain ('abdomen pain') in a (B)(6) year old female patient who had essure (batch no. He012x9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy (at 2 or 3 years of age). She wears jewelry regularly and has had extensive tattoo work on her limbs and back without sequelae. She has never had an allergy to metals or dye in the past. Previously administered products included for an unreported indication: lortab. Past adverse reactions to the above products included anaphylactic reaction with lortab. Concurrent conditions included swelling nos, rash trunk, throat irritation, pharynx irritated sensation of, rhinitis allergic, grand multiparity, anesthesia, intermittent fever, acute vaginitis and major depressive disorder. Concomitant products included escitalopram oxalate (lexapro) and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash vesicular. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and back pain ("lower pack, sharp stabbing pains"). The patient was treated with diphenhydramine hydrochloride, epinephrine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the anaphylactic shock, allergy to metals, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anaphylactic shock and back pain to be related to essure. The reporter commented: insertion details: the left tube 2 coils present the right tube 1 coils present. Patient rushed to the hospital as she had a medical reaction which was undetermined. Reason for leave: abdominal pain bleeding issues continued body was rejecting essure so she had to have an emergency tubal ligation. Removal details: pre- and post-operative diagnosis: allergic reaction to essure coils. Preoperative history: patient recently had essure sterilization implants placed. Within a week afterwards, began to have significant allergic phenomena necessitating epipens and steroids and requested removal of implants. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: hives, abdominal pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and mr received: case became incident. Lot number was added (he012x9). Previously reported event ¿injury¿ replaced by more specific information: nickel allergy, anaphylactic shock, red and blisters, hives, abdominal and back pain. Essure was removed by bilateral salpingectomy. Reporter information was updated. Patient history, demographics, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.